Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The cts instructed the caller on proper button-pressing techniques and confirmed that the pump did eventually turn on, though the issue persisted. Cts decided to replace the pump under warranty, and the caller was instructed on how to return the faulty pump to tandem using a pre-paid label. The customer was to place the pump into storage mode before returning, and they continued using the current pump to ensure uninterrupted insulin delivery.